Event description:
Hospital advised that a nurse, programmed channel d at 5.00cc/hr. In the drug, calculation mode, and started the channel. The vtbi was not provided. The nurse indicated that the rate in the display incremented up one decimal point at a time to 5.7cc/hr. There was no pt consequence. The nurse replaced the pump.